Event description:
A customer reported poor aspiration during surgery. "The problem was solved after replacing the product with another one". The procedure was completed with no harm to the patient. Additional information has been requested.

Manufacturer narrative:
The investigation is in progress. A sample is expected, but has not yet been received for evaluation. A root cause has not been identified. (B)(4).